Event description:
The customer reported that erroneous or imprecise cardiac troponin (accutni) results were generated on an access 2 immunoassay system for multiple patients over three days. This is report one of three and represents the erroneous, elevated accutni results above the acute myocardial infarction (ami) threshold, for two patients generated on (B)(6) 2011. The initial accutni results were reported outside of the laboratory and questioned by a physician. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Repeat testing of the patient samples on the same instrument produced a lower result, within the normal reference range of the assay, for the first patient and a lower result, still above the ami cutoff but outside of labeled accutni precision claims, for the second patient. No patient demographic information was provided by the customer. The samples were collected in lithium heparin plasma tubes and centrifuged prior to testing. It is unknown as to whether the samples were hemolyzed. Assay quality control results recovered within customer specification on the date of the event and a system check performed prior to the event passed within instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed preventive maintenance activities and completed an instrument modification to adjust ultrasonics. The fse performed an accutni precision run and assay quality control assessment that yielded acceptable results. After the completion of verified and necessary repairs the instrument was returned back into service. A definitive root cause has not been determined for this event to date. Mdrs associated with this event: 2122870-2011-04636, 2122870-2011-04740, 2122870-2011-04857.